Manufacturer narrative:
Immucor technical support assessed the test well images of the testing in question by a remote electronic connection method on 02dec2015.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.